Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was experiencing heating at the ipg site. Surgical intervention was undertaken and the ipg was explanted.